Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with corroded battery tube, minor scratches on case, broken battery tube threads, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, stained serial number label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose was 118 mg/dl at the time of incident. Customer stated that the insulin pump alarmed pump error and no significant event leading to pump error was observed. Customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.